Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
(B)(6). It was reported that incomplete stent apposition occurred. In (B)(6) 2016, index procedure was performed. Target lesion #1 was located in the mid left anterior descending (lad) artery with 90% stenosis and was 34 mm long with a reference vessel diameter of 2.50 mm. It was treated with pre-dilatation and placement of a 2.50 x 38 synergy¿stent. Post-dilatation, the residual stenosis was 0%. Target lesion #2 was located in the distal lad with 75% stenosis and was 8.0 mm long with a reference vessel diameter of 2.50 mm. It was treated with pre-dilatation and placement of a 2.50 x 12 mm synergy stent. Post-dilatation, the residual stenosis was 0%. Two days after, the patient was discharged on dual anti-platelet therapy. In (B)(6) 2016, coronary angiography was performed. Twenty two days after, the 90% stenosis in the proximal lad as well as the incomplete apposition of the previously placed mid lad stent was treated by performing pre-dilatation and placement of a 3.0 x 24 mm synergy stent in an overlapping manner. Residual stenosis was 0%. On the following day, the patient was discharged.